Event description:
A ventilator was returned to a manufacturer service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. Additionally, inlet air path assembly and removable air path foam was replaced per remediation. Missing feet were replaced. Software was upgraded. Device passed final testing.